Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: d1. Brand name - from vaserlipo system to aspirating cannula. D2. Common device name - from system, suction, lipoplasty to ultrasonic surgical system generator. The cannula was returned and evaluated. Service was able to confirm the complaint. A manufacturing error seems to have caused the cannula to come loose from the hubs. There was no evidence that cannula break from the hubs. This damage was most likely caused during the manufacturing from the cannula supplier. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Manufacturer narrative:
The device was requested to be returned for an evaluation; however, the device has not been returned. The investigation is ongoing. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.